Event description:
We went to use the aspiration catheter during an egd this morning and the tip would not open and close in order to get the aspirate we needed from the duodenum. We had to waste this supply and open a new one. FDA safety report ID# (B)(4).